Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a software anomaly was at the origin of the reported event : the user was able to modify the entry point of a locked trajectory by using the modifier tool (in the cross-section view only) on the planning station. This event did not have any consequence for the patient and the procedure could be resumed successfully. This software anomaly will be addressed through our design issues management process. Unique identifier (UDI) #: (B)(4).

Event description:
During planning of seeg surgery, the surgeon discovered that editing of a trajectory can be done even though the trajectory is locked using the modify tool in the 'cross section view' of the trajectory. This was discovered on the rosa planning station and was reproduced on the rosa robot at this site as well as other sites. For the issue on the rosa robot, this was proceeded in a second medwatch.